Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) depleted prematurely. After being implanted for 18 months, the device was in storage mode battery status.